Manufacturer narrative:
Date of event: aware date used as the event date is unknown.

Event description:
It was reported that there was a device embolization. It was reported via social media that a watchman flx closure device embolized out of the laa. The patient went back in for another procedure and a new device was implanted. No additional information is known at this time.